Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017, and the fluid deficit rose to 7000cc. The procedure was completed and the patient was admitted into the intensive care unit. The physician administered lasix. The patient was discharged the following day in "stable condition".